Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump date and time were incorrect; cause was due to unexpected reset. Customer¿s blood glucose level was 104 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy. During troubleshooting with tandem technical support, the customer corrected the date and time.